Event description:
The physician used a wilson-cook howell dash direct access system sphincterotome to complete a sphincterotomy. During use, the cutting wire broke and detached from the catheter. The detached portion was retrieved from the patient. No patient injury was reported.